Manufacturer narrative:
Product event summary: the actual product was not returned for analysis. However, analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was rising. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was rising. Between (B)(6) 2016, rv pacing impedance rose from 515 ohms to 856 ohms. From (B)(6) 2016 max rv capture threshold rose from 0.75 to 1.25 v.

Event description:
It was reported that the right ventricular (rv) lead exhibited a rise in impedance as well as thresholds. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.